Event description:
The customer reported via phone call that they had repeated no delivery alarms on the insulin pump. Customer reported changing the infusion set, but the alarm persisted. Customer's blood glucose was 445 mg/dl at the time of the alarm. The customer has treated their blood glucose with a manual injection. It was also found the customer's blood glucose rose to 497 mg/dl the night prior. Customer stated the alarm was resolved by an infusion set change. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.